Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an osseospeed ev implant 4.8 x 11mm on (B)(6) 2018 in tooth position 30 (fdi 46). The patient reported persistent paresthesia 24 hours after the installation and the implant was removed on (B)(6) 2018 to prevent permanent paresthesia.

Manufacturer narrative:
The device was evaluated and found to be within specification.